Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels could not be confirmed. There were no irregular bolus requests delivered. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 39 mg/dl which was addressed with carbohydrates. The cause of bg was unknown. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.